Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and explained the pump performs safety checks and open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with constant critical pump error alarm/open book image after battery installation. Unit was successfully download using thump software. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error (open book image) alarm. During download review using pump detailed trace it recorded pump error 63 (variable = 15, file number = 2017 line number = 147) was triggered three times on (B)(6) 2025 02:15:36.000. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the twi interface or ad5161 chip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with stained keypad overlay and scratched case. In conclusion, customer concern with critical pump error alarm was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.